Manufacturer narrative:
(B)(4).

Event description:
During the procedure the assurant cobalt was used for a case of subclavian artery stenosis. The relevant device didn&#38176;pass through the targeted lesion site, and the physician attempted to extract it outside of the patient body. The stent caught on the edge of the 6f non-medtronic sheath and could not be removed. The physician implanted the stent nearby the target lesion. A non-medtronic stent was implanted at the lesion site and the procedure was completed. There were no patient complications reported -patient is fine.